Manufacturer narrative:
D10: 350-12-04 - tibial plate fb sz 4 rt: (B)(6); 350-02-02 - talar implant sz 2 rt: (B)(6); 350-22-22 - tibial insert fb sz 2 rt 8mm: (B)(6); 350-10-04 - ankle sz 4 locking clip: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech vantage total ankle study, approximately 2 years and 11 months post the initial right total ankle arthroplasty, the patient underwent a CT scan that noted lucency around the anterior and posterior tibial and talar components, and cyst formation, indicative of bone reabsorption. The patient was subsequently revised to a competitor system. The outcome is considered to be resolved.